Event description:
The clinic reported that a laser vision correction patient presented with loose epithelial ingrowth in both eyes 3 weeks post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision and pain and slow recovery. Also commented that the eyes were killing her. Surgeon prescribed muro 128 and patient felt that muro was affecting her recovery. Bcva as of (B)(6) 2013. Right eye pre-op 20/20 post-op 20/20. Left eye pre-op 20/25 post-op 20/25. On (B)(6) 2014, the account reported that patient was seen on (B)(6) 2014 and her visual acuity was 20/30 for right eye and 20/60 for left eye (20/30 both eyes). Her prescription was +1.00 -0.75 x 180 in the right eye and +0.25 -1.00 x 170 in the left eye. Guttatta was noted in both eyes. Patient was instructed to continue artificial tears, restasis and vitamin c and scheduled follow up in 1-2 months. On (B)(6) 2014, the account reported that patient's symptoms had not resolved. They also mentioned there was no flap lift and rinse and that patient care was ongoing. Bcva reported was right eye 20/30 and left eye 20/40.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.